Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had an allergic reaction to the purewick female external catheter. Representative advised the complainant of the materials in the wicks. The complainant stated that it did not sound like anything the patient would have been allergic to and stated that it could have been a rash or a urinary tract infection. Also stated that there was no clarity on what the reaction was, just that the patient chart said allergy to the purewick. It was unknown what medical intervention was provided for rash or a urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿warnings: ¿ discontinue use if an allergic reaction occurs. Precautions: ¿ always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Recommendations: ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood¿ the device was not returned.

Event description:
It was reported that the patient had an allergic reaction to the purewick female external catheter. Representative advised the complainant of the materials in the wicks. The complainant stated that it did not sound like anything the patient would have been allergic to and stated that it could have been a rash or a urinary tract infection. Also stated that there was no clarity on what the reaction was, just that the patient chart said allergy to the purewick. It was unknown what medical intervention was provided for rash or a urinary tract infection.